Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation, the reported phenomenon was not duplicated. The evaluation confirmed water leak from a pinhole in the bending rubber. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, short-circuited due to water which was invaded from the pinhole on the bending rubber might have caused this phenomenon temporarily. The operation manual has already warned; do not bend, hit or twist the insertion section, control section, universal cord, video cable, video plug and light guide connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that on the endoscopic image of the subject device a noise occurred during an unspecified therapeutic procedure and they could not continue the procedure. The user facility replaced the subject device with a similar but different scope to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".